Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided (aquapak got leaky at the adapter) , to perform an investigation and determine the source of defect reported is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available at a later date this complaint will be re-opened. Teleflex will continue to monitor feedback from the customers on issues related to aquapak leak at the adaptor.

Event description:
During resuscitation of a patient the aquapak leaked at the adaptor.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
During resuscitation of a patient the aquapak leaked at the adaptor.